Event description:
It was reported there was an impedance issue with a reading >40000 ohms. This issue was intraop greater than 40000 appeared to be random in nature on two electrodes with other readings in the 20000 to 30000. They had already reinserted leads once into ins. Procedure went without complications. The doctor used fluid with loss of resistance technique which could have caused intraop temp high impedances. The patient was woken up during procedure and was able to feel the stimulation.

Manufacturer narrative:
Concomitant medical products: lead model 3778 lot # unknown implanted unknown explanted unknown.